Event description:
It was reported that bilateral arteriotomy closure of the right and left common femoral arteries (rcfa and lcfa) was attempted with two proglide devices after a contralateral coronary interventional procedure using a 6f sheath. Reportedly, when attempting the first proglide device in the lcfa, the suture broke during knot advancement. A second proglide device was attempted in the lcfa; the foot could not retract completely and the device got stuck. The proglide was removed using force. After the device was removed, bleeding occurred despite no signs of tissue damage. Due to the 6f sheath still remaining in the rcfa, the physician decided to obtain access through the rcfa and deploy a balloon in the lcfa to achieve hemostasis at the access site in the lcfa. Hemostasis was achieved in the rcfa with a successfully deployed proglide. There was no report of a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The device was removed with excessive force. It should be noted that the electronic perclose proglide instructions for use (eifu), states: excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, the force applied to remove the device was circumstantial due to the reported difficulties. The patient effect of hemorrhage is listed in the eifu, as a foreseeable adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a possible adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device with reported issue referenced is filed under separate medwatch report number.